Event description:
It was reported that the bd insyte¿, peripheral IV cannula experienced the needle piercing through the catheter during catheter introduction. The following information was provided by the initial reporter: problem occurred in the paediatric medical-surgical unit following the recent use of this device: impossible to perforate the skin, the plastic cannula does not allow the mandrel to slide.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). Investigation summary: one sample with open packaging was received by our quality team for evaluation. The sample was subjected to visual inspection to check for cannula and catheter damage. From the returned sample, the needle pierced through the catheter tip was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. From the returned sample, the needle pierced through the catheter tip area was observed. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and auto rejected by the inline tip spear vision inspection system. Needle pierced through catheter could occur during the needle cover removal if not done carefully. As the sample was returned in open packaging, the actual root cause could not be established. The following controls have been put in place to prevent and detect the needle being pierced through catheter from occurring: the vision system camera is not out of focus when capturing the defect by using various metal blocks for different gauges to prevent the vision assembly from dropping under its weight and the catheter is aligned to one side using vacuum to aid the insertion of the cannula thus reducing the likelihood of this nonconformance from occurring. A daily challenge of the vision system is performed, and visual inspection is performed during outgoing inspection. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.